Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the patient underwent a primary right l5-s1 spinal root decompression. In 5/00, the patient presented with "recurrent back soreness". The investigator noted the event as moderate in intensity. Physician prescribed increasing dosage of celebrex and wearing a corset. The outcome of the event was resolved with treatment in 6/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explantation for the event as an illness being treated.